Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Her blood glucose level was 440 mg/dl. She corrected her high blood glucose level with a needle. When she woke up her blood glucose level was 347 mg/dl. The display returned after troubleshooting. The insulin pump alarmed battery out limit after a battery change. The device was not returned.